Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent loss of connection issues occurred between the transmitter and the pump. A root cause could not be determined. A replacement transmitter was sent to the customer. Due to experiencing the loss of connection, the basal software was unable to suspend insulin delivery and the customer's blood glucose (bg) decreased to the 20's (mg/dl). Carbohydrates were consumed to treat bg.